Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure and the procedure was delayed by 30 mins and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed image storage not possible message and it had image disk problem. Review of the log files confirmed the malfunction with the image disk. Upon troubleshooting, the fse found that the issue was with disk bay component. The issue persisted even after replacing the disk bay component. The failure analysis of the x-ray pc confirmed the cause of the failure with the faulty hdd (hard disk drive) bay. However, the fse replaced the x-ray pc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that image storage was not possible, problem with image disk. No harm to the patient or user was reported. Philips has started an investigation of this complaint.